Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D: device identification - correction d9 device available for evaluation - correction h2: additional information - additional / device evaluation / correction h4: device mfg date - correction.

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge test was performed and passed. Receiver boot test was performed and passed. Functional tests were performed and passed. A manual sound test was performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. Performance data was reviewed. An alert/ notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.